Event description:
Customer reported the rui console is damaged, and the joystick is sticking. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the rui console and joystick. System operates as intended.